Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended, but the button was still difficult to press. Customer's blood glucose (bg) level was 42 mg/dl: cause unknown. Customer consumed carbohydrates to address low bg. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged quick bolus button issue was verified. Functional/duplication testing was performed, and no failure was identified related to the reported low blood glucose issue.